Event description:
Philips received a complaint from customer biomed reporting a low leak co2 re-breathing alarm occurred on the v60 ventilator. The unit continued to ventilate and would not go into standby mode. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed error code 1203 (alarm message: low leak-co2 rebreathing risk) in the event log indicating the exhalation port may be occluded but ventilation continues if possible. The rse advised of a possible flow sensor issue and the recommended replacement of the v60 flow sensor assembly. The customer was provided the part details and a price quote for onsite service.

Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and confirmed error code 1111 cbit (o2 device failed) in diagnostic error logs. The asp turned the unit on in normal mode and the alarm for co2 rebreathing risk was constant. The average air flow read -239.9 slpm and average o2 was -0.2 slpm. The asp performed the high pressure leak test to test the o2 pressure which was within range. The test passed at 47.70 psig, threshold 0.42, pressure drop 0.1. Next the service manual advised the o2 mix accuracy test. The unit failed the o2 test at 30%, 60%, 100%; the o2 never reached past 25% on the analyzer and the vent displayed incorrect readings. The gas delivery system (gds) was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A faulty u1 of the airflow sensor portion of the flow sensor assembly has been verified. The product investigation lab (pil) could not duplicate the low leak-co2 rebreathing risk alarm error; however, the pil technician did verify the following error codes during the use of the faulty airflow sensor: 1203,10:05.30am,08-07-2025,lowleak. 1210,10:05.18am,08-07-2025, hightidalvolume. 2001,10:05.12am,08-07-2025,system startup (ventilation). The pil technician verified that the suspect flow sensor assembly grossly failed airflow testing at 0 slpm with a result of -239 slpm. During the troubleshooting phase of the analysis, the pil technician verified that the reason for the gross airflow failures during diagnostics testing was due to a faulty u1 on the airflow sensor portion of the flow sensor assembly. U1 on the airflow sensor drifted to the point of allowing for extreme airflow failure or -239 slpm. With the temporary install of the standard test bed (stb) airflow sensor to the flow sensor assembly, the pil technician confirmed that the flow sensor assembly operated as expected. The gross airflow failures, which are the result of the faulty u1 of the airflow sensor, are related to the low leak-co2 rebreathing risk alarm error noted during the use of the device.